Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced hyperglycemia after the ilet pump ran out of insulin overnight, resulting in blood glucose readings over 300 mg/dl for approximately 4 to 5 hours, and the customer corrected with a manual insulin injection. Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary elevation of blood glucose without need for professional medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms reported and the cause of the hyperglycemia remained unclear. It was concluded that the event involved hyperglycemia of unclear cause with successful resolution using backup therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.